Event description:
The customer reported that she dropped the insulin pump, and it turned off for thirty to forty-five minutes, and then turned back on. The caller stated that she attempted giving herself a bolus to make a correction, but it was not working and her blood glucose was elevating. The customer did not feel comfortable and requested a replacement of the device. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored for several days and no blank display noted. The device was received with normal operating currents. However, the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The motor passed the motor tests. Further testing could not be performed due to the motor error alarms. The device was received with broken reservoir tube lip.